Event description:
The product is not safe. I started to get severe abdominal pain and significant weight loss after 4 months of use. Seen my doctor, referred to gynecologist, internist, cardiologist etc. Ended up in the e.r. Where they performed yet another ultrasound. This one was very painful because the radiologist held pressure; when procedure was done, he apologized for pain. When I got home (40 minutes later) I had an "accident". A gluetenous "ball" was excreted from my rectum. In it was gross material, cucumber seeds etc. Which was eaten long ago and trapped in the gluetenous substance and slime came with it. It is the glue fixodent has. I don't know of anything about what caused me to build up such a "thing" after 4 months of use..." I have no pains now whatsoever. I was very healthy before and lost weight. I was 134 and now 108 and I had severe cramps, pain which doctors couldn't figure out. I notified fixodent. I said that when one drop of 1/4 of teaspoon would spill in sink, one cannot just wash it off. You need to scrub it with a brush. Think what this does to intestines/or esophagus. Dose or amount: entire denture surfaces- (24 hours). Frequency: every day. Route: mouth (gums). Dates of use: 2008. Diagnosis or reason for use: adhesive dentures. Event abated after use stopped: yes.